Manufacturer narrative:
The main device, other components include: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_unknown_prog, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of baclofen at 671.4 mcg/day via an implantable pump for an unknown indication for use. On 2017-jul-31, it was reported that the patient's catheter was cut during a surgery that was unrelated to the patient's infusion system. The surgeon repaired the cut in the catheter and aspirated the catheter, but a prime was not performed. The flow rate was provided as 0.335 ml/day, the catheter volume was 0.213 ml, and the catheter was aspirated around 10:30 in the morning. Given the time and flow rate, it was estimated that 0.088 remained and that it would take another roughly 6 hours for the catheter to fill and for the patient to get their medication. Additional information was received on 2017-jul-31 from the manufacturer's representative (rep). The initial reporter of the event was confirmed. It was confirmed that no symptoms were reported related to the event. The cause for the priming bolus not being performed was not determined. According to the rep, they were contacted by the certified nurse practitioner of the hcp's office. After consulting with the hcp, it was decided to supplement the patient with oral baclofen to prevent withdrawal until the patient would start receiving the intrathecal dose 6 hours after the event. The cut catheter would not be returned for analysis as it was not defective. No further complications were reported.